Event description:
It was reported that a flo-gard infusion pump had an unspecified issue with its battery. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. During visual inspection the fuses were observed to be blown. Battery testing found the battery to be depleted of power. An alarm log review found an f-66 alarm related to the reported condition. The cause of the condition was determined to be due to the blown fuses. To correct the condition, the fuses and battery were replaced. A service history review showed that the device has been previously serviced twice for blown fuses. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.